Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in-clinic follow up, loss of capture and undersensing were noted on the right ventricular (rv) lead. Fluoroscopic imaging was conducted which revealed rv lead dislodgement. The event was resolved by explanting and replacing the rv lead. The patient was stable with no consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additional information: h6 and h10.